Event description:
It was reported that the customer received multiple altitude alarms during basal delivery. Customer was temporarily unable to clear the alarm. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.